Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that the reported event could be duplicated since the scope connector had poor contact. In addition, the faulty socket was found and it needed to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It have been more than six years since the subject device was manufactured. Therefore, omsc presumed that the pins of the scope socket were worn out and failed due to repeated usage over a long period of times. In addition, it caused a problem in the communication between the scope and the video processor, resulted in scope communication error b30.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, scope communication error b30 occurred. There was no report of patient injury associated with the event.